Manufacturer narrative:
Approximate age of device ¿ 57 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Low speed operation events and a gradual increase in pump power consumption was noted in the system controller history file. The patient was asymptomatic, with no sign of thrombus or dehydration. The patient's lactate dehydrogenase level was about 200 u/l. The patient was administered heparin and hydration. The patient was stable and asymptomatic. No further information was provided.

Manufacturer narrative:
The patient remains on vad support and no further related events have been reported; however, the report of speed drops below the low speed limit and pi events were confirmed via the submitted log files. Elevations in pump power/estimated flow were also confirmed in the submitted log files. Log files submitted contained approximately 7 days of overlapping data, spanning from day 54 hour 6 minute 7 to day 61 hour 5 minute 8, and a captured low speed hazard alarm on day 57 hour 17 minute 38 while the device was connected to the power module. A second low speed hazard alarm was recorded on day 58 hour 9 minute 26 when the device was supported with batteries. Multiple speeds below the low speed limit were recorded from day 57 hour 0 minute 55 to day 60 hour 1 minute 37 while the device was connected to the power module and batteries. In addition, transient elevations in power/estimated flow were noted from days 57 to day 61 and numerous pi events were also recorded.a specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the patient was seen by the center and low speed operations were noted upon device interrogation. In addition, the center reported that the patient had experienced an increase in pi events. The patient¿s ldh was within normal limits and they were asymptomatic/stable at the time of the visit. Heparin and fluids were administered to the patient before they were admitted to the hospital for further monitoring. The patient¿s controller was never exchanged as the low speed operations reportedly resolved. Pi events are examples of routine events and do not appear in the alarm history. Pulsatility index (pi) is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU outlines all system controller alarms, as well as the appropriate action(s) associated with them. Pi events and potential causes are discussed in the hm ii operating manual. No further information was provided. The manufacturer is closing the file on this event.